Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an administration set in which pharmacist observed y-site of the set burst or pressed was confirmed during sample evaluation. Visual inspection revealed a damaged/smashed y. No signs of damage could be noticed on the pouch. No further testing was required to check for the reported non-conformance. The assignable root cause could not be determined. No repairs were made since this is a single use device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A pharmacist reported to baxter (B)(4) of an administration set in which pharmacist observed y-site of the set was burst or pressed. The reported condition occurred during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.